Event description:
The pt was implanted with a ventricular assist device (vad). It was reported by the vad coordinator that the pt received a pvad for right heart failure (rhf) post cardiotomy shock. The wound vac to his chest had high suction causing the outflow graft on the pvad to be compressed. A pump thrombus with clots was visualized in the blood sac. The pt was returned to the operating room where his chest was reopened, the outflow graft back bled and suctioned and the pvad pump was exchanged with another pvad pump. The following day, the pt was awake and alert. It was noted that a week earlier, the pt had both hands and feet amputated.

Manufacturer narrative:
The MFR is attempting to acquire the device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.